Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging damage involving a gmrs distal femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the pack or photographs of the pack were not made available. -medical records received and evaluation: not performed as this event relates to pack damage. -device history review: DHR review determined that the lot was manufactured and packed to specification. -complaint history review: there have been no similar events for the reported lot. Conclusions: the packaging was not returned and no photographs of the packaging were provided as the pack was discarded by the hospital. Based on the event description, the customer said that it looked like the product had been dropped however without inspection of the packaging or photographs of it, the root cause of this event cannot be determined.

Event description:
It was reported that the outer wrap is intact, inside blister cracked and broken seal to inside blister.

Event description:
It was reported that the outer wrap is intact, inside blister cracked and broken seal to inside blister.